Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit after experiencing syncope. Upon interrogation, the implantable cardioverter defibrillator exhibited intermittent undersensing. The device had appropriately detected a ventricular fibrillation rhythm and delivered therapy but intermittent dropout occurred due to r-wave variability, and the device returned to sinus before redetecting the ventricular fibrillation. No device intervention was reported. It was noted that the syncopal episode was not related to the device or device system. No further information was reported.